Manufacturer narrative:
The results of the hardware evaluation for the hemo pc determined a hardware failure. The video card was not working, therefore replaced. The hard drive did not pass diagnostics, therefore was wiped and replaced. New software was reloaded and the hemo pc ran for three days with no issues. The results of the hardware evaluation for the v2 4p masimo nibp 2.x also found a hardware failure. The vendor replaced the loud pump and leaking check valve. The unit was upgraded and re-certified. Further follow up with the customer from hemo support determined that no further pausing issues have been noted since the replacement hemo pc and patient data module (pdm) were installed. Per hemo-5303, v9 user manual troubleshooting (page 358) problem an application (the hemodynamics application or an external application) is frozen. Resolution press ctrl+alt+delete and click task manager. Find application in the applications list and click end task. It may take several seconds for the task to be stopped. Restart application to resume.

Manufacturer narrative:
The customer was shipped replacement hardware but not all products have been returned to merge healthcare for evaluation. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. A supplemental report will be submitted when all the information is available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. The customer reported to merge healthcare on (B)(6) 2017 that during a case while a patient was already sedated and being actively monitored, the hemo monitor paused in lab 2. Once the hemo monitor pc was rebooted, they were able to resume monitoring and complete the case. Troubleshooting from hemo support found that the customer was using v1 cables when v2 cables should be used. After the v2 cables were used, the pausing of the hemo monitor resolved for two weeks. Further follow up with the customer determined that the hemo monitor paused again on (B)(6) 2017 during a case, using the v2 cables. After rebooting the hemo monitor pc, the pausing was resolved and the case was successfully completed. It was reported that no alternative monitoring equipment was used while the hemo monitor pc was being rebooted. There was no adverse event to a patient. However, with merge hemo not capturing physiological data, the device is not working as expected and there is potential for a delay in treatment which could cause harm to a patient. Reference complaint (B)(4).